Manufacturer narrative:
Additional information was received that the missing contacts off the paddle lead were removed from the patient's body.

Event description:
A report was received that the patient underwent a revision procedure and the physician replaced the ipg and the paddle lead. The patient was in a "non-device related" car accident and was having warming on the ipg site. X-ray showed that lead had migrated and contacts were missing. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a revision procedure and the physician replaced the ipg and the paddle lead. The patient was in a "non-device related" car accident and was having warming on the ipg site. X-ray showed that lead had migrated and contacts were missing. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50, serial # (B)(4), description: artisan 2x8 surgical lead - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.